Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope bending section cover or distal sheath rubber and distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the distal end cover and the bending section cover, but the type of the material or definitive root cause cannot be determined. The foreign material may have been unremoved because the device was not reprocessed properly due to a leak. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.